Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a patient data code where patient data was missing. Technical services (ts) provided troubleshooting on how to manually re-enter patient data. Ts stated that this code does not affect operation of the device and that therapy is still guaranteed. However, the physician elected to explant this device and place a new s-ICD. This product is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a patient data code where patient data was missing. Technical services (ts) provided troubleshooting on how to manually re-enter patient data. Ts stated that this code does not affect operation of the device and that therapy is still guaranteed. However, the physician elected to explant this device and place a new s-ICD. This product is expected to be returned for analysis. No additional adverse patient effects were reported.